Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Blocks d2a (common device name) and d2b (pro code product code), g4 (premarket / 510(k) #) and h6 (impact code) were corrected. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy imdrf impact code f2301 captures the reportable event of the additional device required to close the fistula (13mm clip). Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2025-05487 and 3005099803-2025-05489 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery systems were to be implanted transduodenal to the biliary duct to treat a malignant biliary obstruction during an endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) biliary drainage procedure performed on (B)(6) 2025. During the procedure, the first axios stent (subject of this report) distal flange did not open. A second axios stent (subject of manufacturer report # 3005099803-2025-05489) was used; however, the distal flange did not open as well. The stents were removed fully covered by the outer sheath, and the fistula was closed using a 13mm clip. The patient subsequently underwent percutaneous drainage. A different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of the additional device required to close the fistula (13mm clip).

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2025-05487 and 3005099803-2025-05489 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery systems were to be implanted transduodenal to the biliary duct to treat a malignant biliary obstruction during an endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) biliary drainage procedure performed on (B)(6) 2025. During the procedure, the first axios stent (subject of this report) distal flange did not open. A second axios stent (subject of manufacturer report # 3005099803-2025-05489) was used; however, the distal flange did not open as well. The stents were removed fully covered by the outer sheath, and the fistula was closed using a 13mm clip. The patient subsequently underwent percutaneous drainage. A different stent was used to complete the procedure. There were no patient complications reported as a result of this event.